Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event confirmed by fingerstick while using the ilet, with no preceding high, no recent changes to targets, weight, or date/time, and no contributing factors such as illness, exercise, additional insulin, or recent calibration discrepancies; recent actions included a fill tubing event the prior day during which the user disconnected and a meal announcement made right before dinner the previous evening. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose per guidance and no hospitalization. Investigation included troubleshooting and education regarding hypoglycemia management and review of recent use conditions. Investigation of this case revealed no device malfunction or configuration issues, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.